Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. It was stated that the device won't recognize the patient-controlled anesthesia (pca) cable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem wasn't duplicated. No further action will be taken to address this issue. Visual evaluation found detached downstream occlusion (dso) seal and a scratched lens. The dso seal and lens were replaced.

Event description:
It was reported that there was a blockage detection failure, rear cabinet upper left corner deformation and button printing peeling. There was patient involvement and unknown patient harm/adverse event reported. Upon analysis, found damaged(detached) downstream occlusion (dso) seal.